Event description:
It was reported, that the patient had the artificial urinary sphincter removed, due to fluid loss from a hole in the cuff. A new artificial urinary sphincter was implanted. No patient complications were reported.